Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inaccessible diagnostic data was noted on the device. Technical support was contacted and the diagnostic data was recovered. The patient was in stable condition.